Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2017-05960, reference MFR. Report#: 1627487-2017-05963, reference MFR. Report#: 1627487-2017-05965. It was reported the patient has been experiencing pain at the lead and anchor sites. In turn, the patient may undergo unspecified imaging and surgical intervention.

Event description:
Device 2 of 4, reference MFR. Report#: 1627487-2017-05960. Reference MFR. Report#: 1627487-2017-05963. Reference MFR. Report#: 1627487-2017-05965. Follow-up revealed x-rays were taken and no anomalies were found. The patient's anchors were buried deeper via surgical intervention on (B)(6) 2017 to address the issue.